Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock for supraventricular tachycardia (svt). The device was reprogrammed. At this time device remains in service. No additional patient effects were reported.